Event description:
The reporter states that the customer experienced an event where he was incoherent (hypoglycemic) and his blood glucose result was 500 mg/dl on the accu-chek advantage meter. The reporter did not treat him. The paramedics tested him fifty minutes later and his blood glucose was 28 mg/dl on the professional meter. The customer was treated with glucose injection and liquid glucose by the paramedics. The hospital personnel gave the customer food. Not disclosed if the customer consumed the food on his own. New system sent and return requested.